Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically error 42, related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, which resolved the issue, and the caller was able to successfully start their sensor session.